Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system but did not confirm the reported issue.

Manufacturer narrative:
Ge healthcares investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. No information provided to date after calls to customer (B)(6) 2022. Unique identifier: (B)(4). Legal manufacturer: (B)(4). Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported that during the adjustable pressure limiting (apl) valve was found to be stuck resulting in the over-delivery of pressure. There was no patient injury.